Event description:
A tandem mobi cartridge alarm was reported by the caller, and it did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer successfully received guidance from technical support to replace the cartridge and resumed insulin therapy, ultimately resolving the issue.